Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanner was not scanning. A field service engineer replaced the scanner cable and tested it with a login screen. The system functioned as intended after a field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a damaged scanner and was unable to scan the medication. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.